Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the probe is giving a dark and fuzzy picture was unconfirmed. The unit is giving a bright and clear image. There is no root cause as the issue could not be reproduced.

Event description:
It was reported, poor image quality, several different settings were tried. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, poor image quality, several different settings were tried. No other information was provided.